Event description:
It was reported that during follow up exam with slit lamp a white membrane around the iol was detected. The doctor suspects the event as tass (toxic anterior segment syndrome). Treatment includes antibiotics and anterior chamber irrigation. This report is in reference to that patient's left eye. Reference 1119279-2014-00068 for the patient's right eye.

Manufacturer narrative:
The lens remains implanted and is therefore not available to be returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.